Event description:
The patient stated ever since she had rotator shoulder surgery her device has needed to be at a might higher voltage and she felt her symptoms of bladder incontinence and back pain have returned. Patient stated she was having intermittent stimulation. Patient stated she doesn't feel it more than she does. A medical procedures/emi could be related the shoulder surgery. The patient had shoulder surgery then back to the hospital with sepsis. The patient stated neither of these were related to the interstim system and she just got out of the hospital due to sepsis yesterday. Patient confirmed she has more than 1 program on her patient programmer. Patient stated she has not tried switching and has only tried increasing stim to 3.6v. Patient stated she wasn't sure how high she could go. The patient event date was noted to be on (B)(6) 2016. The patients indicators were for urinary dysfunction/sacral nerve stim /sacral nerve stim/ gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.